Manufacturer narrative:
Block h6: imdrf impact code f19 captures the surgical intervention. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios stent was unable to deploy. Eventually, the axios stent was deployed between the peritoneum and the duodenum. The patient was consequently sent to surgery to remove the stent. There are no known patient complications due to this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the distal flange of the axios stent was unable to deploy. Eventually, the axios stent was deployed between the peritoneum and the duodenum. The patient was consequently sent to surgery to remove the stent. There are no known patient complications due to this event. Additional information received on july 05, 2024. The stent was placed transgastric to jejunum during a gastro-enteric anastomosis procedure. During the procedure, the stent was deployed; however, the stent's first flange was unable to expand. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was placed transgastric to jejunum during a gastro-enteric anastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum for a gastro-enteric anastomosis procedure.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on july 05, 2024. Block h6: imdrf impact code f19 captures the surgical intervention. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.